Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing pocket heating issue while recharging their implantable pulse generator (ipg). Patient stated charging once a month and there was pocket heating after twenty minutes of recharging and would have to wait another thirty minutes before charging again. Patient kept a cloth in between the ipg and the charging antenna or use a charging belt while charging due to the heating being uncomfortable. Patient did have a fall a few months ago however is unsure of an exact date. A device replacement procedure is anticipated in the near future to help resolve the issue. No further information is available at this time.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Issue resolved post-operatively.